Event description:
It was reported that the physician had difficulty advancing the guide wire through the introducer needle on a pt who had coronary bypass grafts performed on 11/19/97. When he removed the guide wire it was noted to be severely kinked. Another guide wire was inserted, but the iab could not be advanced over it. The iab was removed and there were no pt complications.